Event description:
It was reported that the right ventricular (rv) lead was implanted accidentally into the coronary sinus. After couple of days, the physician explanted that lead and a new rv lead was successfully implanted at the correct location. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. The setscrew marks were in correct location on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. The helix mechanism test failed after 15turns due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was implanted accidentally into the coronary sinus. After couple of days, the physician explanted that lead and a new rv lead was successfully implanted at the correct location. No additional patient adverse effects were reported.